Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was displayed on the atrial channel which was evident when the patient was walking. Lead testing was unremarkable and pocket manipulation did not elicit any noise. Stable pacing impedance and sensing measurements were identified on the patient's follow up report. A boston scientific sales representative reported inappropriate atrial tachycardia response (atr) mode switch and stored episodes. A boston scientific technical services consultant informed the representative that the atr duration/entry/exit count could be extended if the patient has a history of atrial fibrillation. The system remains in service and no adverse patient effects were reported.